Event description:
Product info: medtronic ICD model #7288, date implanted: 2005. Situation: I need to let you know of a medical emergency I had in 2007 while at work. I am writing you because I am having problems with the medtronic ICD that is implanted in my chest. I am scheduled to see an "electro-physiosys" this week and cannot return to work until I get the cardiologist clearance. Below is what happened. At about 4:40 pm, my defibrillator device implanted in my chest shocked me -4- times in less than one minute. I did not get any heart discomfort or chest pains to justify the device activating. My heart rate according to the doctors was at the level of a person exercising which would be normal because I was walking/jogging. After my device shocked me and repeated three more times within a minute. I was very fearful of dying from the shocks instead of an alleged high heart rate by the doctors. The doctors aren't saying much and neither is the medtronic rep that interrogated the device at hospital here. All they said was "the device needs to be tweaked, adjusted, or re-programmed." If that's the case, I believe that the device malfunctioned and delivered -4- critical shocks to me and basically knocked me off my feet. The shocks increased in voltage with each shock from 100, 200, 300, and then 360 watts or joules... I have had the device checked on a regular scheduled basis and am now very afraid of it. The device previously shocked me once and for the first time 2006, while fishing during a non-strenuous activity. If I have to do any surgery and or rec'd any future shocks of this kind for activites that are considered normal, then I do not want the device to remain in me. Which means I will have to do another surgery and that's not good at all. I need for you to seriously review this product because I believe that it malfunctioned. These products are supposed to be welcomed, not feared and for me I am very, very, extremely fearful of it going off while I am driving, asleep, or doing any other normal activity. This has caused a major glitch in my job performance with my peers and it was also very embarrassing to say the least. Please help me and other consumers out there that may have experienced similar occurrences.